Manufacturer narrative:
Stryker evaluated the device and was unable to verify the reported issue. Stryker technician observed the battery clip is worn. One of the device batteries was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was confirmed there was no patient involvement with the reported event.